Manufacturer narrative:
The associated device was returned and evaluated. Our investigation confirmed that the device had been swapped/mis-packaged; a size 5 left femoral implant was placed in the size 4 right packaging. Limited information was given to contribute to a medical investigation. It was communicated that surgery was delayed for three hours, yet no patient injury has been reported subsequent to the reported event. No further clinically relevant documentation was provided for inclusion in a medical investigation. A quality hold has been placed in an attempt to quarantine and re-inspect additional devices from the listed batches. This event has been elevated to our risk assessment process to determine if/what additional actions are needed. We consider this investigation closed. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that a left side implant was in a package labeled as a right side implant. The incorrect implant was implanted but was noticed to be incorrect. The left component was removed and a back-up right component was implanted. The surgery was delayed by more than two hours.